Event description:
This report is being filed after the subsequent review of the following journal article, mummaneni, p., lu, d., dhall, s., mummaneni, v. And chou, d. (2009, november). C1 lateral mass fixation: a comparison of constructs. Neurosurgery, 66, a153-a160. The authors conducted a retrospective chart review of 42 patients who underwent cervical (c) 1 lateral mass fixation using synthes device, axon system and those of two other manufacturers between 2005 and 2008. The authors did not identify which manufactured device was implanted in each patient. Twenty four men and 18 women with a mean age of 64 years (range, 19-91 years) were studied. Twenty two patients had c1-c2 constructs; 12 patients had c1 to mid/low cervical spine (one extended to thoracic 1); and eight patients underwent occipitocervical fusions incorporating c1 screws. Thirty eight patients underwent autograft; two underwent allograft; and two used bone morphogenetic protein. Two patients were lost to follow-up. Mean follow-up was two years. The authors reported three cases of pseudarthrosis. This report is for an unknown axon system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown axon system. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.